Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked; a wet area was found on floor with some blood. This was identified during patient infusion with antibiotics on an unspecified infusion pump that alarmed. On further inspection of the set, a hole in the tubing was found with blood dripping out; blood backed up into the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and no abnormality was observed. A functional underwater pressure test was performed and a leak from a cut in the tubing was observed; the cut was located approximately 45 cm away from the two piece luer lock. The reported condition was verified. Due to the location of the cut, the cause of the condition may have been induced by machine possibly due to a minor rough edge on the two piece gripper on the pallet during the automated manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.